Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: follow up CT scan revealed muscle volume loss and abnormality of taper, appears there is a small portion of metal that is fractured from the stem itself. Does not appear disengaged, recommended to the patient exploratory procedure. Patient has constant ache, denies numbness or tingling to shoulder or hand. Follow-up revealed painful reverse total shoulder w/ likely 1-2 mm fracture/disassociation at taper, appears stable, recommend to monitor, as patient was not ready for major revision procedure. Further, follow-up revealed persistent pain, limiting left upper extremity activity, scheduled for biopsy. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical products: cr 40mm glenosphere +3mm cocr, cat#: 110030777, lot#: 64316101. Cr prolong 40mm brng std, cat#: 110031421, lot#: 64343820. Versa-dial/comp ti std taper, cat#: 118001, lot#: 260330. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02186.

Event description:
It was reported post revision to left shoulder, the patient experienced pain. A CT scan was performed and it was found that there was an abnormality of taper, which appears as a small portion of metal that is fractured from the stem itself. Patient continues to experience limited function and pain to left shoulder. Further, the product currently remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.